Event description:
Info received that the head hi/low was drifting. No injury reported.

Manufacturer narrative:
Technician found that the head hi/low was drifting slowly down over several hours, due to bad valve. Replaced the valve to resolve this issue.